Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. Customer states insulin pump is acting very weird. Yesterday was giving battery alarm. Then this morning at 5am was getting power error while taking shower. Troubleshooting was performed for power error. Advised to disconnect and clear alarm. Customer is able to complete pump rewind. The pump software version was 3.18 or greater and performed self test and it passed. The insulin pump will be returned for analysis